Manufacturer narrative:
(B)(4). The device was manufactured december 12, 2014 ¿ december 13, 2014. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Closer visual inspection revealed that the tubing was broken at the junction of the distal luer. A portion of the tubing remained in the solvent-bonded area of the distal luer. The reported condition was verified. The cause of the leak was determined to be the broken tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked into the outer bag. The device was filled with 4320 mg fluorouracil in 0.9% bp sodium chloride. The leak was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.